Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with no other devices. The balloon was loosely folded. There was contrast in the balloon and the inflation lumen. There were multiple hypotube kinks. Magnified inspection revealed a 9mm longitudinal tear in the balloon wall on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the device was inflated above the rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The 15mm x 3.00mm quantum apex¿ balloon catheter was advanced to the lesion for predilation. The balloon was first inflated at 18 atmospheres however it ruptured at 22 atmospheres on the second inflation. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The 15mm x 3.00mm quantum apex balloon catheter was advanced to the lesion for predilation. The balloon was first inflated at 18 atmospheres, however, it ruptured at 22 atmospheres on the second inflation. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).